Event description:
Customer reported that on (B)(6) 2013, he was sleeping, but then woke up "feeling like (he) had the flu". Customer performed a test using his adc blood glucose meter and received a reading of 122 mg/dl, which was higher than he felt. Customer further reported he was "sweating", was "very thirsty" and thought he was "ready to pass out". Customer denied self-treating. Paramedics were called and upon their arrival received a reading of 215 mg/dl on their unknown brand of meter. Customer was transported to a local healthcare facility. Customer was told afterward that he "had been in and out of a coma" and that he "had lost consciousness" while on the way to the hospital. At the hospital, customer had blood drawn for laboratory analysis and had a CT scan of his pancreas. After a blood glucose reading of 205 mg/dl was received customer was treated with 4 units of humulin-r insulin. Customer was hospitalized for three days. Customer noted he was advised to begin taking an unspecified amount of lantus insulin every night. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1267223) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to (B)(4) has been submitted.